Event description:
It was reported that there were insects mixed in the packing tape of the cosmetic box. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: one device was received for analysis. Visual inspection of the device confirmed the customer issue as an insect was found between the layers of the tapes affixed on the carton. The root cause of the issue was when affixing a product label to the carton, the operator failed to detect this issue because he was not paying close attention to the appearance of the carton. The event was shared with all the related operators twice and issued a reminder to raise awareness. Also, we reminded them to conduct visual checks thoroughly to detect any foreign substances adhering to cartons without fail.